Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "cable broken". This condition had the potential to interrupt delivery. This condition was found in the 4b area. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a "cable broken" was confirmed and duplicated by baxter personnel."the root cause of this condition was determined to be mishandling." The power cord was replaced to correct this condition. Should additional information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the quality engineer has identified a broken ac power cord as the assignable cause. Corrected data: the quality engineer has not identified user error. Should additional information become available, a follow-up medwatch will be submitted.